Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 199:248. The root cause was determined to be an opened main fuse holder. No repairs have been performed as the referenced device has been removed from service. A service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 199:248 during patient use, interrupting therapy. No patient injury or medical intervention was reported. The user interface module master software version for this device is currently unknown. No additional information is available at this time.